Event description:
It was reported that the patient presented in clinic for evaluation of possible st-segment elevation myocardial infarction on an unknown date. During device interrogation, the right atrial lead exhibited loss of capture and decrease in sensing. X-ray confirmed lead dislodgement. The lead was capped and replaced on (B)(6)2017. There were no patient complications.